Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. Inspection of the soft cannula found no bends or kinks. Download data does not show any timeouts or drive stalls indicating there was no struggle to deliver insulin. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone 11.8. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to around 350 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. Upon further inspection of the pod, the cannula appeared to be bent. As treatment, a new pod was placed and activated.